Event description:
A twitter social media user reported that a 2008t machine experienced an air detector alarm. The reporter also stated that the failing machine was being pushed to the limit. In one instance, the social media user saw smoke coming from a burnt-out flow motor during treatment. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to complete treatment. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. As a serial number could not be determined, device history and manufacturing records could not be reviewed. However, an on-site evaluation was performed by the social media user. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the twitter social media user reported smoke coming from a burnt-out flow motor during treatment. Therefore, the complaint event was confirmed.

Event description:
A twitter social media user reported that a 2008t machine experienced an air detector alarm. The reporter also stated that the failing machine was being pushed to the limit. In one instance, the social media user saw smoke coming from a burnt-out flow motor during treatment. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to complete treatment. The complaint device is not available for return for physical evaluation by the manufacturer.